Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported complication cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted on 05-oct-2021 and found two additional complaints related to this event for similar reports of surgical site infections on unspecified dates at the same site location. No image or video clip for the reported event was submitted for review. Unable to conduct system or instrument log review due to lack of system, procedure, and instrument detail. Based on the information provided at this time, this complaint is reportable due to the following: there was a report of an alleged post-operative surgical site microbacteria infection allegedly following a da vinci-assisted procedure with no information provided regarding additional event details, the severity of the infection, or whether or not an isi product caused or contributed to the complication. At this time, the procedure type, the date of the procedure, the severity of the infection, and the steps taken to address the infection remain unknown. Additionally, the root cause of the infection cannot be determined. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The actual date of the event is unknown. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the 510k number. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
An intuitive surgical, inc. (Isi) key customer director reported, via an initial report from the site¿s chief administrative officer, that there was a report of an alleged surgical site microbacteria infection, which was alleged to be associated with an upper foregut da vinci-assisted procedure on an unspecified date. The customer is performing an internal investigation with their infection control department and had temporarily suspended da vinci cases at the facility. At this time, the procedure type, the date of the procedure, the severity of the infection, and the steps taken to address the infection remain unknown. Isi has reached out to the site contact, chief administrative officer, to obtain additional information but has not yet received a response. All follow-up attempts have been exhausted.